Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the user had requested to transfer the smart remote manager to a new pyxis refrigerator. The customer stated that this malfunction had caused a delay in dispensing medication to patients, although medication was obtained from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had requested to transfer the smart remote manager to a new pyxis refrigerator. A field service engineer had removed the smart remote manager from the broken fridge in the pharmacy, removed the two-sided adhesive tape from the old remote manager, and install it in the new fridge and verified that the temperature probe was reading properly, placed a new probe inside the fridge, and then verified the proper operation and alignment of the smart remote manager. The system functioned as intended after the field service engineer fixed the device.